Event description:
It was reported that during implant attempt, the helix would not advance or retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the distal conductor was distorted. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The helix was blocked by the guide tooth. Visual analysis noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times. This resulted in a distortion of the distal conductor within the connector.